Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a high blood glucose (bg) value of over 500 mg/dl and went into diabetic ketoacidosis. Reportedly, the cause of the high bg was due to the pump. The customer went to the emergency room (ER), disconnected from the pump and was treated with insulin and an intravenous (IV) drip. After a few hours in the ER, the customer was admitted to the hospital. The customer was vomiting, dehydrated and had a headache every two hours. The doctors at the hospital treated the customer with insulin and an IV drip and the customer's bg went down to 175 mg/dl. The doctors adjusted the customer's basal rates and put the customer back on the pump. Reportedly, the customer's bg went up to 414 mg/dl while on the pump and then immediately disconnected from the pump again. Although requested, no additional information was provided regarding the reported issue.

Manufacturer narrative:
Upon follow up, it was indicated that the customer was released from the hospital on (B)(6) 2018.